Event description:
We received an allegation about questionable low results for a patient¿s sample tested with elecsys syphilis on a cobas 8000 core unit. The sample was initially tested and repeated on a cobas e602 analyzer, and the results were 0.344 coi and 0.346 coi (both results were interpreted as non-reactive). The sample was then repeated on a cobas e801 analyzer, and the 2nd repeat result was 0.454 coi (this result was interpreted as non-reactive). The non-reactive elecsys syphilis results did not match the patient's clinical diagnosis, and the sample was repeated. No questionable results were reported outside the laboratory. 3rd repeat result: 3.41 s/co (interpreted as reactive when tested with wan200). 4th repeat result: interpreted as reactive when tested with treponema pallidum particle agglutination (tppa) test. 5th repeat result: interpreted as reactive when tested with toluidine red unheated serum test (trust) with a dilution factor of 1:2).

Manufacturer narrative:
The cobas 8000 core unit serial number was (B)(6). The customer mentioned that the calibration and qc were acceptable. The investigation is ongoing.

Manufacturer narrative:
On 16-jun-2025, two aliquots (each 0.8 ml) from the same sample drawing were received for investigation and tested with: elecsys syphilis: the results were 0.410 coi (aliquot 1) and 0.418 coi (aliquot 2) and interpreted as non-reactive. Single antigen analysis: the result was non-reactive despite elevated ratios in igm modules (signal dynamics). Inno-lia blot(western blot): the result indicated weak reactivity and was interpreted as indeterminate. The patient sample was confirmed non-reactive with the elecsys syphilis assay. The evidence was provided by investigational single antigen analysis and inno-lia immunoblot testing that this sample might be derived from a patient in a very early (pre-)seroconversion phase. A follow-up blood draw at a later time point is recommended to confirm further progression/completion of seroconversion and to confirm the positive serological status of the patient. Product labeling states: "for diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem.